Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The service territory manager (stm) reported that they could not duplicate the alleged malfunction. No parts were replaced. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported, before use on a patient, there was condensation seen in the heating tube of the cardiosave intra aortic balloon pump (iabp). The iabp was swapped out to start therapy. No patient injury, harm or adverse event reported. The facility biomed is requesting inspection of the iabp.